Event description:
Patient on continuous veno-venous hemodialysis using parallel plate. Rn entered room to find blood pouring out of one of the openings on the bottom of the filter. The filter had been in use 14-16 hours prior to this. Venous pressures were in the 50-60 range before the filter rupture occurred. No alarms were sounding on the pump. The blood was leaking from a screw connector which holds the plate in place.